Event description:
It was reported that the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. The customer noted that they had gone swimming with the pump on, approx. One week prior to the reported issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.